Event description:
On (B)(6) 2010 an elevate anterior was implanted. In (B)(6) 2010 another doctor did surgery to "remove mesh exposure." Reportedly, the pt also experienced "severe pain in the rectal area bilaterally that wakes her at night. Pain increased with defecation." Another elevate revision surgery was done on (B)(6) 2011 to "remove mesh that appeared to be contributing to pt's pain." On the left side a significant portion of the mesh arm and locking grommet were removed. On the right side a significant portion of the mesh arm was removed. There were no intra-operative complications. Pt follow up regarding pain is planned.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.